Event description:
It was reported that the patient experienced an occlusion issue and troubleshooting indicated issue with the infusion set site which leads to High BG and treatment of correction injection via MDI on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545,Manufacturing Site: 3003442380.